Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replace the oxygen sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).